Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the returned device identified: one opening curved on the anterior, crease fold and missing on the plug strap (0-25%). Leak test and microscopic analysis was performed which identified: one opening striated on the anterior, one opening striated on the plug strap and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tool. One striated opening on the plug strap assessed as surgical damage consistent in the use of some surgical tool. A striated broken on the plug strap due to surgical damage consistent in the use of some surgical tool. Missing plug strap due to inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.